Manufacturer narrative:
The lot number was provided and a lot history review was performed. The device has been returned for evaluation; the evaluation confirmed material fracture and partial deployment. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one (1) malfunction. A review of the information indicated that model fvl06120 vascular stent graft allegedly partially deployed and the outer sheath was fractured. This report was received from one source. This malfunction involved one 72 year old, male patient, weighing 85 kgs. There was no reported patient injury.

Event description:
This report summarizes one (1) malfunction. A review of the information indicated that model fvl06120 vascular stent graft allegedly experienced during treatment of an iliac stenosis, the stent graft allegedly failed to deploy after several attempts and the outer sheath fractured. This report was received from one source. This malfunction involved one (B)(6) year old, male patient, weighing (B)(6) kgs. There was no reported patient injury.